Event description:
A trilogy ev300 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, upon initial inspection of device, dut failed active exhalation control module verification test. The device was repaired, and the system meets the specifications for the performed service and is returned to use.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, upon initial inspection of device, dut failed active exhalation control module verification test. The device was repaired, and the system meets the specifications for the performed service and is returned to use. New information: a trilogy evo solenoid valve and proportional valve were returned to the manufacturer product investigation lab (pil) for the alleged failure of the active exhalation control module verification test. The product investigation lab (pil) conducted a visual inspection of both components and found no issue. Pil performed posttest on the pil trilogy evo multifunction test station, and the devices passed all test. Pil concludes the components operates properly.